Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter displays "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at 10am. The pt denied taking oral medication and/or insulin to manage his diabetes; however, after the alleged issue occurred, the pt stated he continued with his usual diabetes routine. Two hours after the reported issue began, the patient complained of having blurry vision and a minor headache. The patient denied receiving treatment after the alleged meter issue. At the time of troubleshooting, the cca verified that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.